Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during a video assisted thoracoscopic / upper lobe wedge procedure, the doctor went to fire through the patients lung tissue as normal but upon initiating the firing sequence on the first stroke the gun failed to cut and staple. The gun locked out and had to be cut from the patients tissue. When the doctor took a new gun to complete the wedge he ended up firing over an existing staple line and this caused the second gun to also fail. The wedge was completed but with a competitor product. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Is there any other additional information you would like to share about this device or procedure? Additional information requested: what color cartridges were being used on the first and second firing? Did the second device fire at all? Did the additional removal of tissue alter the way the procedure was performed ? Was the patients post-op care changed due to the device malfunction? Response received from the sales rep: 1. Yes it was used on thick tissue. 2. No the surgeon did not wait the required 15 secs 3. Yes the cartridge was loaded correctly and they heard the click. 4. This event occurred on the second firing. 5. The problem occurred with the first stroke. 6. They were using a blue reload. 7. One blue reload was used at first before the event but after he tried again with another blue reload. 8. No buttressing material was used. 9. No unexpected noises. 10. The force to fire was much higher than usual. 11. No the triggers/blade could only be returned using the manual reverse lever once the gun had been cut from the patients tissue. 12. Yes because the jaws would not open. 13. Yes the patients tissue was cut to release the gun - approx 2cm of tissue.